Event description:
Consumer alleges his replacement chair is doing the same thing as his last chair. Consumer alleges chair has him almost sitting on the floor, alleges he fell out the chair twice and had to call ems.

Manufacturer narrative:
A field service technician did a thorough evaluation of the device. The chair is functioning as designed.

Event description:
Consumer alleges his replacement chair is doing the same thing as his last chair. Consumer alleges chair has him almost sitting on the floor, alleges he fell out the chair twice and had to call ems.

Manufacturer narrative:
The device was returned and evaluated. The chair functioned as designed.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Consumer alleges his replacement chair is doing the same thing as his last chair. Consumer alleges chair has him almost sitting on the floor, alleges he fell out the chair twice and had to call ems.